Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test result of hi; customer is also concerned with results obtained of 284, 290, 205 and 217 mg/dl. Customer does not know if tests were performed fasting or non-fasting. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. At the time of the call the customer was not feeling well and reported that he was throwing up; customer was unsure if it was due to diabetes or cancer (customer has cancer and is undergoing chemotherapy). During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 284 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).